Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the double wide cubies that would cause error on opening the lid. A field service engineer addressed the issue by replacing the sensor, drawer boards, and the double wide cubies that were responsible for the error. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.